Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported event of no ble telemetry was confirmed. Device arrived unable to interrogate. The device was cut open for further testing, which revealed that the battery voltage was at end of service (eol) level. Further analysis of device hybrid was performed and high current was noted. A longevity calculation was performed and found that the battery depletion was premature. The no ble telemetry conditions were reproduced during analysis.

Event description:
It was reported that the implantable cardiac monitor (icm) could not be interrogated via bluetooth (ble) telemetry. All troubleshooting shooting attempts were performed on the programmer to ensure it was a device issue and not a programmer issue. This was indeed confirmed. The icm was not used and another icm was taken in its place. There was no patient involvement.